Event description:
Information was received from a patient representative (rep) regarding a patient receiving fentanyl via an implanted pump. It was reported that the replacement communicator had been plugged in for 2 days and was still showing battery indicator light of yellow and would not power on. The patient rep tried different cords and charging blocks and different outlets. Agent sent request to repair. The patient rep would call back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0; lot/serial#: (B)(6); product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0; serial/lot #: (B)(6), ubd: 27-jan-2027; UDI#: (B)(4). H3. Analysis of the communicator found no anomalies were visually observed, failed battery charging bench test, they charged device 2 hours and it still did not turn on. The tm90 micro usb port/hub was visually damaged (burnt l4 on charge board). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.